Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014" test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2020. It was reported that advancing difficulties were encountered. The 90% stenosed target lesion was located in the left circumflex coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced bu could not reach the lesion even after several attempts. The procedure was completed with a 35x20 stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.